Manufacturer narrative:
MDR 1219913-2021-00252 was filed on may 13, 2021. July 1, 2021 - additional information: multiple samples resulted reactive with advia centaur xpt sars-cov-2 igg (scovg) lot 715006 and non-reactive with cov2t. The patient symptomology, draw date, and pcr information were not provided. The scovg and cov2t assays may not always correlate. The scovg method measures igg antibodies and the cov2t method detects igg and igm antibodies. Results should always be interpreted in conjunction with the patient's medical history, clinical presentation and other findings. No product non-conformance was identified. Customer is operational. No further action is needed. In section h6, the investigation finding, and investigation conclusion codes were updated.

Manufacturer narrative:
The calibration was acceptable, and quality control (qc) results were within the range. The limitations section of the instructions for use states the following: "a positive result may not indicate previous sars-cov-2 infection. Consider other information, including clinical history and local disease prevalence, in assessing the need for a second, but different, serology test to confirm an immune response." "Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude cross-reactivity from pre-existing antibodies or other possible causes." A false positive/reactive result would be correlated with clinical history and presentation and may lead to additional testing and/or continued precautions to avoid infection with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua) and/or policy d. Siemens healthcare diagnostics is investigating.

Event description:
The customer obtained reactive (positive) advia centaur xpt sars-cov-2 igg (scovg) results for nine patients that were considered discordant when compared to the nonreactive (negative) sars-cov-2 total (cov2t) results during a study. It is unknown which is the correct result. There are no known reports of patient intervention or adverse health consequences due to the discordant scovg results.